Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on 03/25/2023 while reportedly wearing the lifevest. The patient received one appropriate and one inappropriate lifevest defibrillation. The device was started up at 23:40:07 on (B)(6) 2023. At 13:59:18, an arrhythmia was detected. Rhythm at the time of detection was af @ 90 bpm degrading to vt @ 240 bpm with varying amplitudes and motion artifact. Varying amplitudes and motion artifact prevented the lifevest from treating the patient. At 14:01:01, the patient received the appropriate lifevest defibrillation. Rhythm at time of treatment was vt @ 220 bpm. Post shock rhythm was asystole for 16 seconds transitioning to sinus bradycardia @ 30 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:01:31, the patient received the inappropriate lifevest defibrillation. Rhythm at time of treatment was sinus bradycardia @ 30 bpm . Post shock rhythm was sinus bradycardia @ 30 bpm with pvc¿s the patient was in an idioventricular rhythm @ 50 bpm with CPR/electrode lead fall off from 14:14:03 until the electrode belt was disconnected at 14:22:32 on (B)(6) 2023. The electrode belt was disconnected at 14:22:32 on (B)(6) 2023.